Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user indicated the development of an itchy, inflamed rash under peristoma skin mass which increasingly became worse over time. The end user subsequent outcome was not reported.